Manufacturer narrative:
This report consists of right information.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a sensor implant on (B)(6) 2016. Further the patient was admitted to the hospital for an acute kidney injury observed on routine laboratory work due to over diuresis because of the elevated readings being reported from the patient electronic system (peu). However, readings done on the hospital electronic unit (heu) at the time of admission, revealed a discrepancy in the readings between the heu and peu. The heu reported pressures 6 mm hg lower than the peu readings. The heu readings were more accurate to the patient's clinical picture. At the time of patient admission, all diuretics were stopped due to suspected over diuresis. An improvement in the renal function was observed by the time of discharge on (B)(6) 2016 and the discharge medication were dosed based on the heu readings. Reportedly, the patient's issue is resolved by replacing and recalibrating the peu and heu.